Manufacturer narrative:
Results: three sealed samples were returned for evaluation. The devices were visually inspected and no cracks were observed. The syringes were also aspirated with water and expelled. No leaks or cracks were observed. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5147703. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to confirm the customer¿s indicated failure.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using a 3ml bd luer-lok syringe with 21 g x 1 in. Bd precisionglide needle to administer chemotherapy (xgeva), the medication leaked out through a hairline crack in the syringe and the patient's skin. The user facility reported that there was no injury to the patient and no medical interventions were provided. Because of the incident, the patient received a sub-optimal medication dose but it is difficult to determine if this will cause any harm to the patient as the medication is used for long-term therapy. Additionally, it was reported that the pharmacist who prepared the medication into the syringe did not notice any leaking or abnormalities.